Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received. The needle component was observed to have shifted from its original position at the threads, becoming loose on the slider. Functional testing : the slider was able to be slide into body with slight frictions/resistance. It was moving without getting stuck/jammed. Dimensional inspection: dimensional inspection of the threads on the needle component was not conducted due to post manufacturing damage. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. - depth gauge for 2.0/2.4mm - needle during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition cannot be confirmed. No definitive root cause could be determined.the loose needle conditions are likely due to unintended forces or consistent use/rough handling over the part¿s lifetime. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part # 319.006 synthes lot # 7430685 supplier lot # na release to warehouse date: 23 jul 2013 manufactured by synthes jennersville no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bimalleolus fracture procedure using the modular foot set on (B)(6) 2020, three (3) depth gauges for 2.0 mm and 2.4 mm screws in the set were observed to not slide and would get stuck while being used. The depth gauge would get caught and not slide smoothly at the start of measurement as the surgeon was trying to slide the barrel down. Lubrication was tried but did not seem to work. The procedure was successfully completed. There were no patient consequences. This report is for a depth gauge for 2.0 mm and 2.4 mm screws. This is report 3 of 3 for (B)(4).